Event description:
During initial assessment of a returned homechoice device, an increased intraperitoneal volume (iipv) incident was identified which occurred on (B)(6) 2010 during drain cycle 5. The drain volume was 3669 ml. The programmed fill volume was 2000ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be due to insufficient drain: false empty detect and use error: clinician inappropriately set minimum drain volume percentage setting too low. There were no issues found during a review of the device's service history record. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). On (B)(6) 2011, baxter product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) and provided the results of the evaluation. Another pd rn would call back with any additional information or questions.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.